Event description:
I had knee replacement surgery and subpar prosthesis was used. The product name was corentec lospa prothesis. It fell apart in 2 years and required revision surgery with a commonly used zimmer prosthesis. (B)(6) 2021-revision surgery notes as they are written in operative report: "post was almost jumping in approximately 50 degrees of flexion with a varus thrust. The patella button fell out onto the floor. The cement had no fixation to the femur whatsoever. Cement did remain on the bone. Previous tibia was in a significant amount of varus. The patella measured approximately 5 mm. Did not resect the patella as it was already quite thin at its lowest point of about 4-5 mm and at the upper thickest point of about 10-12 mm." (B)(6) 2021-xray showed that the knee cap and the prothesis were both fractured completely in half (B)(6) 2021-surgery to incorporate a knee implant (zimmer) (B)(6) 2021-surgery to repair stretched ligaments on both sides of knee that caused excessive mobility, loosening of the knee. Surgeon implanted larger spacer to stretch the ligaments (B)(6) 2022-(B)(6) 2022-repeated office visits to report knee pain and in addition began to experience excruciating nerve pain from my buttocks (sciatic nerve) down to my ankle and a decrease in mobility. Surgeon said "there is structurally nothing wrong. Your knee is not causing the pain." (B)(6) 2022-knee procedure-nerve destruction by neurolytic agent (B)(6) 2023-knee procedure-nerve destruction by neurolytic agent (B)(6) 2023-lumbar procedure-epidural steroid injection (had negative reaction and temporary paralysis) (B)(6) 2023-xrays were taken and I was informed that the prosthetic knee implant was detached and was rolling in all directions in the knee cavity. A replacement knee implant or implant removal will be necessary to stop the pain and increase my mobility. I have chronic kidney disease from taking ibuprofen for pain. Reference reports: mw5145170, mw5145172.